Manufacturer narrative:
(B)(4). Catalog # unk but referred to a celect filter. PMA 510(k): unk as catalog # is unk but could be k112119, k121057, k121629 or k090140. The poor quality image does confirm tilt of the filter and most likely perforation of the duodenum. But the exact root cause for what caused the filter perforation remains unknown. Patient medical history unknown at this time. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: patient was in ir for the second time for a gi bleed related to a celect ivc filter perforation in the duodenum. Patient outcome: unknown as information was not provided.